Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The home patient(hp) stated they have two unused lines and the clamps are open on the lines. The technical service representative(tsr) assisted the hp to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to clear the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was due to the clamp being inadvertently left open by the user. A labeling review was performed and the labeling was found to be accurate and sufficient. This issue is being investigated through CAPA.